Manufacturer narrative:
Product analysis: manufacturer's analysis indicated that the main printed circuit board (pcb) was out of specification electrically. The epg was to be scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) was returned for testing and calibration and subsequently tested out of specification during manu facturer's analysis. There was no patient involvement.

Manufacturer narrative:
Failure analysis was performed on the device. Visual inspection revealed no anomalies. Functional testing passed. Connected the device to a sigma pace 1000 analyzer per 5348 epg checkout manual. A variety of sensitivity ranges were checked and all were within specification per reference manual. The failure was unable to be duplicated. No defect found. Conclusion: failure analysis could not confirm the customer complaint, no defect found. If information is provided in the future, a supplemental report will be issued.